Event description:
This is filed to report the gripper actuation issues. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. A clip was advanced in the patient and the anterior gripper stayed fully raised and was not able to be dropped. Troubleshooting was performed by locking the clip, but the issue was not resolved. The clip was removed. A second clip was implanted. One clip total was implanted reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close associate with the gripper actuation issues was unable to confirm via returned device analysis. The broken gripper lever cover (tab) was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to open or close (gripper actuation-single). There is no indication of a product issue with respect to manufacture, design, or labeling.